Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available.